Manufacturer narrative:
Method: complaint history analysis, visual inspection, functional inspection, device history review and risk assessment. Results: there have been 34 previous complaints involving 36 units since 2004. The tip of the screwdriver was confirmed to be broken, the broken tip was not returned. The instrument was inserted into a reflex hybrid screw and was deemed to be functional. The device history for this device's batch was reviewed and no relevant deviations were reported. In this case there was no patient involvement. A medical opinion was requested for a previous complaint; it stated that given the small size of the fragment it would not migrate to any degree and there is very little risk of any harm to a patient, had the breakage occurred during surgery. Conclusion: the failure can occur if the instrument is not correctly inserted into the screw-head during final tightening or screw removal and pivoting or cantilever forces are applied.

Event description:
It was reported that, "was going through our reflex hybrid set and noticed that the very tip of the hybrid final tightener was missing. There should be a small little nipple on the end of the driver and it is not there. Not sure when, how, or where it got broken off. Just noticed it when I was going through the set."